Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the silicone allergy with the ins was first noticed on ¿1/01,¿ but later the patient reported they weren¿t sure when it occurred, it was not too long after insertion, they simply didn¿t know at the time what was causing the symptoms and it took time to rule out which component was the culprit. The patient reported their system was removed on ¿6/02.¿ the patient reported it was unknown what led to the metal piece remaining in their body and no steps would be taken to resolve it. The patient noted they had tried antihistamines, steroids, etc. To resolve it. The patient also noted the device worked well, it was their allergic reaction to the devices silicone that prompted removal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was allergic to the silicone in the ins and they had blisters. The entire system was removed except for a tiny piece of metal that the surgeon couldn't get to. No further complications were reported.